Manufacturer narrative:
Medtronic received additional information that 12 years and 4 months post implant of this bioprosthetic valve, echocardiogram revealed severe prosthetic deterioration with aortic regurgitation and stenosis. Therefore, the valve was explanted and replaced with a mechanical valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a mechanical valve.  The reason for the explant was not reported.  No additional adverse patient effects were reported.